Event description:
A customer contacted beckman coulter (bec) reporting one (1) patient recovered with an erroneously low hemoglobin (hgb) result generated on the coulter ac*t diff 2 hematology analyzer. The customer indicated that the analyzer also generated voltage errors and incomplete computation for hgb on startup and samples intermittently. The customer is only questioning one (1) patient sample at this time. The original sample yielded a hgb result of 7.0 g/dl. The result was not believable so the sample was rerun and yielded a result of 10.0 g/dl, which was reported. The erroneous result was not reported out of the laboratory. There was no death, injury or affect to patient treatment as a result of this event.

Manufacturer narrative:
The issue occurred on one specific specimen. The sample was collected as whole blood; no further information was provided by the customer on sample collection or analysis. Controls recovered within specification prior to the incident. A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse observed incomplete computation values on startup and during runs. The fse also verified that the hgb blank values were not matching. The fse replaced the hgb lamp which resolved the issue. The fse ran controls and calibrated the hgb parameter. All controls recovered within laboratory specification. Service activity was verified to meet the specified requirements per established procedures. Failure mode is related to a faulty hgb lamp. The instrument generated hgb voltage errors and incomplete computation for hgb intermittently alerting the customer of an instrument problem. (B)(4).